Event description:
Patient reported, via diagnostic testing. "Rupture of the right prothesis with a small amount of fluid around it". Patient also reported, "presence of liquid lamina, with thick content" and "folds". The device has been removed and replaced.

Manufacturer narrative:
Health effect impact code: f2203, f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Visual analysis of the photographs identified: ¿ crease/folding of implant: creases were observed. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported via diagnostic testing "rupture of the right prothesis with a small amount of fluid around it." Patient also reported "presence of liquid lamina, with thick content" and "folds." The device has been removed and replaced.